Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient received the routine hemodialysis, a little blood was initially found to have leaked from the end of the venous cuff tube. It was mentioned that the cuff was replaced as preliminary treatment. Then, the patient had undergone dialysis at a later date and it was noted that there was a lot of blood oozing after procedure that the physician was advised to change the dressing. The catheter was replaced to resolve the issue. It was reported that the patient was hospitalized after the blood was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient received the routine hemodialysis, a little blood was initially found to have leaked from the end of the venous cuff tube. It was mentioned that the patient was advised to undergo cuff replacement as preliminary treatment but patient was not able to comply. Then, the patient had undergone dialysis at a later date and it was noted that there was a lot of blood oozing after procedure (routine hemodialysis) that the physician was advised to change the dressing. The catheter was replaced to resolve the issue. It was reported that the patient was hospitalized after the blood was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was noted that when the patient received the routine hemodialysis a little blood was initially found to have leaked from the end of the venous cuff tube. The cuff was replaced as preliminary treatment. The patient had an operation at a later date and it was noted that there was a lot of blood oozing after operation that the physician was advised to change the dressing. The patient was hospitalized after the blood was returned.